Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on the correct way to press the button and helped in removing the pump from its case. Following these steps, the customer confirmed that the button was functioning as intended.